Event description:
It was reported that following the implantation of an advance sling, the patient experienced urinary retention with overflow incontinence. The retention was resolved when the sling was dissected, then another continence device was placed. No further patient complications were reported in relation with this event.